Event description:
Received a report from consumer's mother indicating on (B)(6), 2011 her daughter sought an emergency room examination after experiencing a fever of 102, red rash on her body, heavy menstrual flow and discomfort in vaginal area for several days towards the end of her menstrual cycle. Consumer's mother indicated a small portion of a tampon pledget was removed; and her daughter was treated for toxic shock syndrome (tss) and released home within several hours. Limited information provided by the reporter regarding her daughter's experience and treatment; and no information provided regarding formal medical diagnosis, secondary diagnoses, and/or other medical condition(s) that may have contributed to the reported adverse event.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation. Lot code information verbally provided by the reporter has been sent to qa for investigation. We await the results.